Event description:
It was reported that the device was used during 'low anterior resection in double carcinoma with colon descendens ca' procedure: the contour was positioned and closed without noticeable problems, fired but when the surgeon opened the stapler it appeared at the device only cut and did not staple. According to the surgeon and the assisting surgeon no staples where present in the abdomen. The rectal stump was open and stool came into the abdomen. Closure of the rectal stump with contour was not possible because the stump was too short. A manual purse string was made for the anastomosis with the circular stapler. This anatomosis was however insufficient with dorsal leakage. Resection of the anastomosis. Colo-anal anastomosis was the only option. To be able to achieve the needed length of transverse colon for the colo-anal anastomosis, the cecum and colon ascendenz had to be mobilized with rotation.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional comments: was the device fire once or where there multiple firings? No once. Was there an unusual high force to fire or close the device ? No. What was the level of transection, low med, high? Low resection. How was the retaining pin placed? Automatic. What is the current status of the patient? Complications occurred several days after procedure: the colo-anal anastomosis became necrotic resulting in a new operation in which a stoma was placed (hartmann). The patient will most likely have this stoma permanently. There was sepsis & peritonitis. Patient was in the intensive care unit until monday (B)(6) 2012. Patient was moved to the imc. Will not be moved to a normal ward yet. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.